Event description:
Add'l info rec'd from rptr 2/10/00: rptr writes: "there needs to be something new and improved, and the drs need to admit to it. Because this is too big of a problem in our lives to cover up or try to fool the public. I'm afraid, this is bigger than they are." The hand rptr writes with (the right side) which causes chronic pain all of the time. The term overworked arm because of implant was used by dr. Rptr had only 15 years before rptr lost the use of that arm "with dow corning implants." Rptr was never told this could happen but their dr said that's it. According to rptr dow says no fatigue - no connective tissue damage. According to rptr dr says the implant seats itself on a vein. Rptr bleeds out of nose at the use of either arm. It was just the right at first. Do you know what it is like trying to get ss disability or ssi. Rptr is resting 80-90% of the day, just so they are not in so much pain "that I do want to live. It is so bad I wonder if I can go on." Rptr had a surgery in 1996 to put the muscle over the implant and fix the front from a dow corning silicone implant rupture, 6 cm. Rptr was told these would last a life time. They were "coming apart, after 15 years. The implants cost me my life and the fun of still being young has been taken away. Please make a note silicone needs to be taken off the market and dr have something use to use and please have them and our lawyers be honest to us." Except dr rptr had so many just no comments" just not to say there is a problem or problems at all with implants. I was not at all wanting to know for my claim I needed to know for my health-just for me. Just like the bleeding they would say this is not caused by the implant I knew they were lying. Tell me this is going to ruin my life and see if I'm going to buy it. They make money now who cares me and my family. We know this is a big cover up, by too many to count and pay off, etc there are too many to count. A new better product, because I'm all the proof they need to prove dow's court fate, and you and I know it, too. I told my lawyers this, too." Rptr writes: "the lies have gone on for long enough and cover ups (there is none, everybody knows. No insurance will cover even saline implants, we need this worked on. What would I have they could insure? And if they did silicone implants what did it leave me white matter in my brain - nerve ending disappearing totally from my spine, wrist, eyes, heart, lung; breathing problems, connective tissue damage and etc."